Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 04-dec-2022 to 03- dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that matrix drawer 4 failed. The field service engineer arrived at the site, but the front desk was unable to locate any of the contacts listed in the work order. Subsequently, assistance was sought from medbank, and it appeared that the station drawer had worked properly without any issues. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medbank es system that matrix drawer 4 experienced multiple failures in securing the lock in a closed position. Subsequently, the drawer was repaired. A customer has indicated that a malfunction occurred while attempting to access the drawer. There was no impact on patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that failed matrix drawer 4. The field service engineer arrived at the site, but the front desk was unable to locate any of the contacts listed in the work order. Subsequently, assistance was sought from medbank, and it appears that the station drawer is functioning properly without any issues. The system functioned as intended after field service engineer troubleshooting.

Event description:
It was reported by the customer that the pyxis medbank es system that matrix drawer 4 experienced multiple failures in securing the lock in a closed position. Subsequently, the drawer was repaired. A customer has indicated that a malfunction occurred while attempting to access the drawer. There was no impact on patient care. There were no adverse events or injuries reported based on this event.